Manufacturer narrative:
Manufacturing site investigated the complaint and provided complaint report . A review of the manufacturing records was performed, and no discrepancies or anomalies were noted. Based on evaluation of the returned product sample, the reported complaint was confirmed. During injection, the extension tube was found broken. One of the samples received was visually inspected. Detachment between rotator and tubing components was present. Solvent marking left on the tube by the rotator indicates that there was a gap in the bonding process. When comparing the tube from a good part, it is identified that the length of the solvent mark should be larger than the one of the returned part. The second sample was received in its original package and was visually inspected. No damage or detachment was identified. After testing, it was found within specification.

Event description:
Customer states they had 3 or 4 tubing (high pressure tubing part # 601280 thirty inch extension length lot # 2016477) break off during injection. No injuries were obtained the spray did not hit anyone. They are returning one broken tubing and one unopened tubing from the same lot. Lot search reveals no other complaints of this nature for this lot.